Event description:
A customer reported emitting suction seeping sounds which led to suction loss in unknown eye of a patient during lasik surgery. The surgery was completed on the same day. There was patient contact but no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before laser ablation.